Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16b7r, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of lead (lot # va16b7r) identified that the outer insulation was separated at a butt joint at the proximal end.

Event description:
The healthcare professional via the representative reported the lead appeared to be separated at the connection site. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting that had been performed. The lead was explanted. It was unknown if the issue was resolved at the time of report.